Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored an inappropriate signal artifact manager (sam) episode due to oversensing of electromagnetic interference (emi). Technical services discussed programming the vector back to auto-a at the patient's next in-clinic appointment. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. At the patient's most recent remote interrogation, a new sam episode was stored showing similar emi type noise. The minute ventilation (mv) sensor was disabled. There were no further episodes showing noise and the presenting electrogram was normal. It was noted that the noise was oversensed on the right atrial (ra) channel, with no inhibition of atrial pacing. There was also low amplitude noise consistent with emi on the right ventricular (rv) channel that was not oversensed. The clinician noted the patient denied any external emi source. Technical services recommended troubleshooting with isometrics to evaluate lead integrity at the patient's next in-clinic appointment. No adverse patient effects were reported. The pacemaker and non-boston scientific leads remain implanted and in service.